Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that a black screen was observed when turning on this new programmer. An investigation is required.

Event description:
It was reported that a black screen was observed when turning on this new programmer. An investigation is required.